Manufacturer narrative:
N/a.

Event description:
The following has been reported: nurse reported: cracked luer locked at the distal end of the tubing. Infusion pump was alarming "air in line" and to disconnect from patient to flush cartridge. When rn disconnected tubing from PICC line, rn heard a snap and visualized the end of the luer lock still inserted in the microclave connector. Rn changed the needless connector on that lumen, flushed that line and primed a new primary tubing set. A preliminary review of the logs identified the following issue: administration set breaks (any part). An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
One sample of ivenix administration set was returned for evaluation. No defects were observed during visual inspection. The gold foil were as corresponded to the specific code set-0032-25. During inspection a broken tip of the rotating male luer lock was found into two pieces. Also, the component was detected crack. A separated piece of the mentioned component was observed inserted in the connector returned. Customer complaint is confirmed. Probable root cause could be related to a lack of compatibility of the luer lock with alcohol or other assembled component or a customer or improper use by the customer where he exerted too much force on the assembly or applied too much alcohol to the connections causing breakage. Current process controls detection: post sterilization sampling final inspection, the first piece inspection will be performed to the first final assembled kit manufactured per shift. This kit will be submitted to visual inspection as per the classification of defects included in this specification and as per the applicable drawing, sampling visual inspection is performed for rotating luer lock at incoming inspection area. The batch review could not be performed as the affected batch was not provided.